Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Tech services call notes possible t wave oversensing. No issues are observable in the translated s2d file.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing. The number of intervals to detect was programmed longer. It was later reported that the patient received inappropriate shocks again. The lead was capped and replaced. No further patient complications have been reported as a result of this event.